Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The insulin pump was received with moisture damage on motor, vibrator motor and battery tube. Pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported going into the water while connected to the insulin pump. Customer's blood glucose was unknown. The customer reported fluid was present under the lcd display. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.